Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026 at approximately 1:00 am, the patient awoke and went to the bathroom while his phone remained on the bed. The patient reported feeling confused and subsequently lost consciousness (loc), falling and striking his right eye on the floor, resulting in bleeding. Approximately 4 to 5 hours later, the patient's wife found him on the bathroom floor and immediately called an ambulance. Upon evaluation by paramedics, a fingerstick blood glucose (fsbg) reading was 39 mg/dl. The patient reported that his wife was unable to view any dexcom app readings during the incident because he had been away from his phone for several hours. The patient was unable to provide any corresponding cgm readings at the time the fsbg was obtained. No medication or treatment was reported prior to transport. The patient was transported to the emergency department (ed) at approximately 7:00 am. While in the ed, nursing staff reportedly performed fsbg testing every 30 minutes; however, the patient could not recall any of the results. The patient stated that he continued wearing the sensor and was receiving cgm readings during the ed visit but was unable to recall any specific cgm values. The patient also could not provide details regarding any medications administered during the ed visit. The patient was discharged from the ed at approximately 4:00 pm on the same day and was doing well. The patient reported that no treatment was required upon discharge. No clinically confirmed hypoglycemia was reported, and no medical treatment was reported. Following the event, the patient expressed the belief that the cgm was not functioning properly and was providing inaccurate readings because the incident resulted in medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.